Event description:
It was reported that the 9600 system displayed a bad iris cal error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified. Reset iris potentiometer and recalibrated collimator. The system was tested and found to be working as intended and placed back into service.